Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an extension, on (B)(6) 2011. It was reported the extension was explanted and replaced due to a loss of stimulation. No pt complications were reported as a result of this event.